Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the clips crossed. The malformed clip damaged the vessel. The operator used a second clip applier to complete the case.